Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following a fall, the patient lost therapy. It was found that the left lead was fractured. It was confirmed via x-ray. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
A4 - patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.